Event description:
It was reported that following a revision procedure postoperatively the patient reported chest pains and a seizure. However, it was later indicated by the patient and the patients daughter that the patient actually experienced a panic attack. It was later indicated that the patient coded at some point post operatively. The patient is reported to be doing well at this time.